Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the device was opened prior to the patient coming to the operating room and was tested. On the first fire the clip was malformed. On the second fire the handle would not close. On the third try the device locked up. A second like device was used to complete the procedure with no patient consequences reported.